Manufacturer narrative:
(B)(4). Batch # n54m81. The analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition accessories were received. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 3/24/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please explain how the staple line failed. I was not allowed to observe the procedure closely, so cannot access such details. Was confirmation received that the device was fully fired? Yes. Where within the gap setting scale was the orange indicator prior to firing? Yes. Did the device staple? Yes. If the device stapled, were there any staples missing from the staple line? Not available. What was the appearance of the deployed staples (b-formation, irregular, straight legs)? Irregular. Did the device cut? Yes. If the device cut, was the cut line complete? Yes. Did the device fully staple and cut, however the tissue did not hold together? Yes. Was the safety reset before removal attempted? Yes. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Not available. Was there bleeding from the staple line? A little oozing. If yes, what was done to stop the bleeding? Surgical & suturing. If there was bleeding, was a transfusion required? No.

Event description:
It was reported that during a hemorrhoidectomy procedure, there was a staple line failure. Another like device and sutures were used to complete the procedure. There were no adverse consequences for the patient reported.